Manufacturer narrative:
The insulin pump was received with motor error alarm during occlusion test and unable to prime at during prime test due to faulty force sensor. Motor passed motor test. Device was received without the belt clip. However, unit had cracked belt clip slot at battery tube threads area, cracked reservoir tube lip, cracked display window corner and scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 234 mg/dl. Troubleshooting was performed. The device was returned for analysis.